Event description:
It was reported that a merlin.net transmission for a vf event indicated non-physiological noise. The patient had no inappropriate therapy but was admitted to hospital for further investigation. During lead explant there were complications during the extraction and there was substantial tissue ingrowth in the svc coil which led to severe damage. The patient¿s chest was opened as an emergency and pieces of the lead was extracted. The patient later on passed away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead in two pieces measuring 6.5 cm (a) and 4.3 cm (b) were returned for analysis. On the middle piece (a), one internal insulation abrasion breaching unidentified cables lumen was noted at 3.8 cm to 4.3 cm from reference end. The unidentified cables etfe coating was intact and the inner coil was not exposed in this abrasion region. On the middle piece (b), the unidentified shock coil was removed and no abrasion was found under the shock coil. Electrical tests that could be performed on the partial lead did not find any discontinuities or shorts on any conduction paths. The field report of noise problem was not confirmed. Without the return of the entire lead a complete analysis could not be performed.